Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure (flickering image) was not confirmed. Based on the results of the investigation, and since the device was not returned and evaluated, the definitive root cause of the reported issue could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a flickering image. The issue was found during a therapeutic colonoscopy, which was finish with the same device. There were no reports of patient harm.